Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv leaked on 6 occasions. The following information was provided by the initial reporter: material no: 11532269 batch no: 20056856. It was reported that tubing was leaking from the back of the filter due to a manufacturing hole.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 08/06/2020. Investigation conclusion: it was reported that tubing was leaking from the filter due to a manufacturing hole. Received from the customer is one used primary set model 11532269, lot 20056856. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The customer made a red circle on the filter indicating where they experienced the leak. Closer inspection of the indicated area observed no hole in the filter, only an indentation that is naturally there on the filter component. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set and priming the whole set by gravity. Upon priming small droplets were noted to be leaking from the top air vent of the 0.2 micron filter (p/n 10012217). No further testing was conducted as the reported event was replicated. Closer inspection under a lab microscope observed no holes or manufacturing defects with the filter component. Equipment used for testing performed on (B)(6) 2020: optical ram-cnc, eq 08204, 5-feb-21. A device history record for model 11532269 with lot number 20056856 was performed. The search showed that a total of 7(B)(4) in 1 lot number were built on 28may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of a filter leak was confirmed. However the leak is from the top air vent and not from a hole due to manufacturing. Functional infusion testing found a leak from the top air vent of the 0.2 micron filter. No other leaks were observed throughout set. Closer inspection under a lab microscope observed no holes or manufacturing defects with the filter component. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak is due to infusate clog/oversaturation of filter after prolonged exposure. The fluid/infusate will then seek the path of least resistance through the filter vent. H3 other text : see h10.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv leaked on 6 occasions. The following information was provided by the initial reporter: material no: 11532269 , batch no: 20056856. It was reported that tubing was leaking from the back of the filter due to a manufacturing hole.